Event description:
It was reported that the motor was not running. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history confirmed this device has not been in for service previously. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: b5: additional information received on 25-jul-2022 via email and attached to complaint object: the 3 pumps mentioned were going to be sent out for repair but were eventually fixed here in the shop. I cancelled the request on their end. Also, none of the events happened while the pumps were in use on a patient. H6: event problem and evaluation codes: updates not required.